Event description:
It was reported that patient underwent primary knee procedure on (B)(6) 2009. Revision procedure was performed on (B)(6) 2012 due to infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device evaluation in process. Upon completion of evaluation, a follow-up report will be sent to the FDA. This is 2 of 2 mdrs relating to the same reported event. Please also see MDR 3002806535-2012-00313.

Manufacturer narrative:
From assessment of the returned components, there are some indications of loosening, burnishing, and wear marks. The cement mantle on both the femoral and tibial parts has some overhang in areas, with one very substantial protrusion on the posterior aspect of the tibial tray. This is strongly suggestive that the debris viewed on the radiographs is probably cement, and is the most probable cause of the surface damage observed on the polyethylene. The region of abraded polyethylene by the central trochlear groove may have been the result of articulation against cement which has since snapped off the femoral component. There is evidence of bone interdigitation on both parts; however, there is quite uneven thickness of cement in some regions, ranging from very thin to quite thick. While the exact cause of the infection is unclear, it is not thought to be related to the implant as all gamma sterilization records are correct.